Event description:
The MFR received info alleging a ventilator inoperative condition occurred. The device was not in pt use.

Manufacturer narrative:
The ventilator was returned to the MFR for evaluation and the customer's complaint was confirmed. The device's blower motor was replaced to address the issue. In addition, during the evaluation of the device at the manufacturer's service center, the device's remote alarm connector appeared to have been stressed beyond its intended design. The solder joints that attach the remote alarm connector to the interface board were fractured, causing an "open" condition. The interface pca was replaced to address the issue. There was no pt harm or injury reported. The ventilator was found to audibly and visually alarm, as designed.